Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has water inside. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratches to lcd lens. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was duplicated. Fluid ingression and contamination were found inside the battery compartment. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, h10 note that d3, g1, and g2 email is: (B)(4).